Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a product performance issue. The replacement procedure was successfully completed where a new ICD was implanted instead. No additional adverse patient effects were reported outside the revision procedure.